Manufacturer narrative:
The device was returned, but did not transfer to the investigator. However, the device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot# 6025703 available for investigation. Investigation methods/results: the device was returned, but did not transfer to the investigator. Root cause: probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 3034554 rev 1.0 (hahn tapered implant system instruction for use) contains the following statement in implant placement section: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability. The IFU also contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." "Minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increased the incidence of peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone, and affects the success rates of bone grafts.

Manufacturer narrative:
This mw is submitted late due to an unexpectedly high volume of complaints from an international distributor on 1-13-20. The FDA was made aware of the high volume of complaints by glidewell. Email response received from the FDA on 2-5-20.   The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patient's race and ethnicity were not provided; however, the patient's nationality is listed as (B)(6).

Event description:
It was reported that the hahn tapered implant failed. The bone grade is noted as grade iii. The patient has a history of smoking. However, there are no other medical or dental history prior to implant. The patient presented on (B)(6)2019 for implant placement on tooth #19 (universal). On (B)(6)2019, the patient returned for a follow up. Upon exam, the provider notes a lack of stability. It was at that time the device was removed. The patient current status is listed as "fine."